Event description:
It was reported that the implant screw from the fixture mount fractured in the patients mouth. Part of the screw still in the implant. Requested screw removal tools to retrieve broken portion.

Manufacturer narrative:
Zimvie complaint (B)(4). Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted. H3 other text : no item or lot number available.